Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that some of the bd luer-lok¿ syringes had missing/damaged precisionglide¿ needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that some of the bd luer-lok¿ syringes had missing/damaged precisionglide¿ needles. There was no report of exposure, injury, or medical intervention.